Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of door will not latch through observation of a door not fully latched alarm, but could not reproduce it. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a door that would not latch in the cancer center care area. It was also reported that there was no patient injury.